Event description:
The customer reported the system is locking up intermittently. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.